Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at the elective procedure to replace this patient's device, an elevated shocking impedance measurement of 110 ohms was observed in triad configuration. A boston scientific consultant stated triad measurements should be 30-40 ohms and recommended obtaining a breakdown of vector measurements with the lead interfaced to replacement device. The caller provided the measurements which were 110 ohms in triad configuration, 137 ohms in right atrial coil to right ventricular coil configuration and 125 ohms in coil to can configuration. The consultant documented the information. No adverse patient effects were reported.